Event description:
Patient had right total hip replacement 1/3/89 for degenerative arthritis right hip. Apparently did well until about 2 months pta when he began to develop severe pain in rt. Hip. X-ray showed failure of the acetabular component of the right hip. Patient admitted for elective replacement of the right total hip replacement.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, unanticipated, other. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.